Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the following findings, it was presumed that coating on insertion section peeling off was due to physical stress / chemical stress / device storage environment etc. - device inspection result showed scratches and coating peeling on the insertion section. - IFU cautions against physical stress, reprocessing method and device storage environment. - according to similar complaint, assumable cause was physical stress etc. Based on the following findings, it was presumed that the foreign material in channel was due to improper reprocessing. - device inspection result showed foreign material in the suction channel. - IFU says about the proper brushing method on suction channel performed at manual cleaning. - according to similar complaint, assumable cause was improper device reprocessing at facility.

Manufacturer narrative:
Local service department checked the subject device and found the phenomena. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (b)(6 2021, it was found that the coating of the insertion tube had been partially peeled off due to deterioration, and there was a foreign material inside the channel. There was no report of patient injury associated with the event.